Event description:
The diabetes consultant called stating the customer had been having problems with no delivery alarms. She also stated that the customer had been hospitalized on two occasions recently for high blood glucose. No blood glucose reading was reported. The consultant stated she reviewed the insulin pump settings closely and determined that the customer did not receive insulin for several days because the insulin pump had been placed in suspend mode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.